Event description:
It was reported that a patient was found deceased in a hotel room connected to a smiths medical cadd solis pump. No additional details at this time.

Event description:
Additional information received and attached by ICU medical on (08-feb-2022): no additional information is available.

Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device intact. Functional testing found the following in the event history log: high alarm displayed: upstream occlusion, run mode delivery resumed, am info alarm: upstream occlusion cleared alarm messages. Ran three accuracy tests, the pump was found to be slightly under the in house delivering but within the pump's manufacturing specifications of +/- 6%. Pump's pressure switch test was performed, no issue could be found. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issue: recommended expulsor assembly to be replaced to bring the delivery closer to nominal of a range with air bubble downstream occlusion sensor seal and upstream occlusion sensor.